Manufacturer narrative:
The issue of the broken connectors was reported in error as it would not cause or contribute to a death or serious injury if it were to recur. No further information at this time and olympus will continue to monitor field performance for this device.

Event description:
No change to the event.

Manufacturer narrative:
Updated fields: e4, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was unable to be confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No change to the event.

Event description:
It was reported that the subject device had the connector connection/attachment problem. The issue was found during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.